Event description:
It was reported that a home patient (hp) had received a system error 2240 (air in set) alarm. This occurred on a homechoice (hc) machine, during initial drain. The caregiver (cg) was unsure if the patient line had been primed all the way prior to starting therapy. The technical service representative (tsr) advised the cg to make sure that the patient line is completely primed before connecting to the hp. The tsr advised the cg to start over with new supplies. There was no adverse event in association with this report. No additional information is available

Manufacturer narrative:
(B)(4). The cause of the alarm was a user error, as the patient line was not primed properly. In the patient at-home guide, patients are instructed: after priming, do not connect to your patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. The instructions are easily accessible by the patient. A review of the product family labeling will be conducted. Should additional relevant information become available, a supplemental report will be submitted.